Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device did not fully retract during procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected: describe event or problem. Corrected to reflect: vasoview hemopro 2 c-ring did not fully retract during procedure. Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). The cannula device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Specks of blood were observed on the cannula handle. Blood and small traces of tissue were observed on the c-ring. The c-ring was completely intact. There were no missing components observed on the c-ring. No failures were observed. A mechanical evaluation was conducted. The c-ring was found to be functional and was able to fully retract without resistance or difficulty. Based on the returned condition of the device and the investigation results, the reported failure mode ¿mechanical issue; cannula; c-ring will not retract¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring did not fully retract during procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring did not fully retract during procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber: # (B)(4).